Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left colostomy procedure, the device was difficult to close. Stapling was done without folding the red lever and the lever has been broken and the staples were open. Tissue loss, tissue damage, surgical time extension of 30 minutes or more and incision extended to not more than one inch were experienced as a result of the event. Stapling was only on 30% of the circle. Another device was used to complete the case. Circular anastomosis was redone.